Event description:
It was reported that the drill was found to not be working mid way, and discovered that the drill bit had broken into 2 pieces. No patient impact reported. It was also reported that there was no intervention performed as a result of the event and no broken pieces of the reported product remain inside the patient's body. There was no procedure delay due to the event and the procedure was completed with backup product. On further follow-up it was reported that the procedure was endoscopy decompression, there is no recorded staff impact and the patient is doing good, alive without injury.

Manufacturer narrative:
H3 product analysis: evaluation determined that the tip of the tool is fractured about 1.5 inches from the stem of the rest of the tool. The likely cause was identfied as the tool was most likely used with excessive force and possibly in a pushing or prying motion, which caused the tool to fracture where it did. It was also noted that there are also multiple dark colored rings on the stem of the tool, possibly meaning that the tool was in an attachment with failing bearings, that may have contributed to the tool fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.